Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported that a staff member cut their finger while cleaning the lid of the autoclave case for a new mesher the hospital had purchased recently. The staff member was required to attend the emergency department for medical treatment due to the cut. The staff member has not been back to work since the incident.

Manufacturer narrative:
A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that there was an issue regarding the new mesher the hospital had purchased recently, in which a staff member cut their finger while cleaning the lid of the autoclave case for the mesher, as it is very sharp edges on it. The staff member was required to attend the emergency department for medical treatment due to the cut and also as this happened while cleaning the mesher lid in contaminated water. The staff member has not been back to work since the incident. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned three skin graft mesher autoclave case lids, lot number 63123360, for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher autoclave case lids, lot number 63123360 as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher autoclave case lids by zimmer biomet surgical revealed the lids of the autoclave case did have some sharp edges. Repair of the skin graft mesher autoclave case lids was not performed by zimmer biomet surgical as the lids are a non-repairable product. The reported event was confirmed since during initial inspection the lids of the autoclave case did have some sharp edges. The root cause of the sharp edges on the autoclave case cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4).